Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. In situ testing showed affected channels. The user will discuss the possibility of re-implantation with the clinic. No date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a follow-up appointment, the user expressed a lack of sound from the device and reported hearing "crackling noises." The user's parents mentioned a gradual decline in hearing performance. The user was reimplanted on (B)(6) 2024.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. No information on possible re-implantation has been received yet.

Event description:
Hearing performance with the device is affected. In situ testing showed affected channels. The user has learning difficulties therefore reporting is difficult. The user's parents mentioned a gradual decline in hearing performance with the device. No trauma or incident has been reported. The user will discuss the possibility of re-implantation with the clinic. No date has been scheduled yet.